Manufacturer narrative:
H10: product analysis: visually, there were traces of contamination found on the outer tube, inside the pouch, and at the proximal end of the inner assembly (on the seal, at the proximal end of the inner shaft, and on the chevrons). The device was in a broken condition when returned. The proximal end of the inner assembly was broken/detached from the outer assembly. The broken shaft measured 0.577 inches from the distal end of the inner hub to the broken point. Functionally, the device failed due to the damaged condition upon return and the inability to load the device into a handpiece. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Previous codes b21, c21, d16 ,g04041 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the operation, hcp used the blade to remove the soft tissue of the maxillary sinus opening. The inner and outer blades were separated and broken and could no longer be used. The blade was broken while being used on the patient and there were no fragments detached form the device. After replacing the blade, the operation proceeded normally. There was no patient injury in this event.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.